Event description:
Emergency medical technician's responded to a person described as in cardiac arrest. The device was connected to the pt and the analyze button pressed. According to the rptr, a no shock decision was rendered by the device twice, but when the advanced life support crew arrived and the pt was connected to their manual defibrillator, the pt was diagnosed in ventricular fibrillation, shocked and resuscitated. The rptr indicated the device did not properly analyze a shockable rhythm, but that no adverse affects to the pt occurred as a result of the reported malfunction because of the back-up advanced life support defibrillator and the resuscitation.